Event description:
The perfusionist reported that blood flow was restricted and would not pass from the cardiotomy reservoir to the venous reservoir. Blood collected in the cardiotomy reservoir could not be returned to the pt. As a result, the pt received bank blood to compensate. It was reported that the pt was doing fine.

Manufacturer narrative:
The event date was not provided and therefore is unk. The lot number was not provided. No expiration date is available. No manufacturing date is available. Sorin group (B)(4) manufactures the eos oxygenator. It is a component of the perfusion tubing system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The perfusionist reported that blood flow was restricted and would not pass from the cardiotomy reservoir to the venous reservoir. The unit was not returned for evaluation. Without the physical device, the cause of the problem could not be determined. The device has two chambers, the cardiotomy reservoir and the venous reservoir. Flow between the two reservoirs occurs when a lever is manually opened. If there had been a lever malfunction, this would have been detected during prime. During the assembly process, visual inspection is performed and the correct position of the lever is verified. In addition, the cardiotomy section is 100% leak tested to ensure isolation when the lever is closed. Based on historical data, high air to blood ratio coming from sucker lines can partially occlude the filter resulting in reduced or blocked flow. Sorin group (B)(4) concluded that a progressive occlusion of the cardiotomy filter can lead to difficulty in drainage. This type of incident is usually linked to pt hematological conditions, as well as surgical-pharmaceutical conditions. No further action is required. There was no report of pt injury. However, blood was given to compensate for the blood loss in the cardiotomy section. This medwatch report is being filed as a result of this action.